Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with syncope in the hospital. The device interrogation revealed noise episodes causing pacing inhibition. No programming changes were made at the time and session records were sent for further evaluation. Programming changes were made. Checking for emi was suggested. The physician has not seen patient yet.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that noise was due to external emi. Testing could not find the source of emi. Programming changes were made.